Event description:
It was reported that the patient presented approximately two years post-op, stating her clavicle had ¿popped¿ and was now displaced superiorly. According to the reporter, the patient shows signs of significant bone loss in the clavicle. The patient x-rays show the metallic button to the implant has sunken into the clavicle bone. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that the surgeon performed a revision surgery on (B) (6) 2010. During the surgery, the surgeon removed the proximal button and left the distal button in position. The patients bone quality was reported as good. Patient's demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event are significant bone loss at the sight of the implant, patient non-compliance with post-op protocol and/or post-op trauma. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.